Manufacturer narrative:
The customer collects ckmb samples in plasma tubes with a gel separator and are centrifuged at either 4000 rpm for five minutes or 3400 rpm for ten minutes. The customer stated that both levels of ckmb qc have been within the customer's established ranges. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed a routine system check and a high sensitivity system check; both passed within instrument specifications. The fse also performed a luminometer dark count test, a reagent pipettor wet/dry level sense test and a ckmb precision test; all results were within instrument specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated creatinine kinase - mb (ckmb) results above the normal reference range for two patients that were generated by the unicel dxi 600 access immunoassay system. The erroneous results were reported out of the laboratory; however, subsequent testing produced lower results within the normal reference range for both patients. The customer stated to customer technical support (cts) that they were unable to obtain the patient reports. Therefore, the exact patient results have not been supplied to date. It is unknown if patient treatment was affected in this event.